Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during set up/inspection for use, the subject generator gave an e433 error. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, d9, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation, the customer¿s allegation was not reproduced during service inspection. However, e433 was recorded in the error log. The root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.